Event description:
It was reported that the fixed duraguad, 16mm, was bent, and therefore not running the blade properly. This was reported prior to any associated procedure. After follow-up with the user facility, no further information regarding this event could be provided. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Device was not repairable, and therefore not returned to the user facility. The reported event of the device being bent was confirmed by the diagnostic technician. The bur was not able to load properly into the duraguard due to the foot of the duraguard being bent. This damage likely occurred when excessive side load was applied to the feature.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the fixed duraguad, 16 mm, was bent, and therefore not running the blade properly. This was reported prior to any associated procedure. After follow-up with the user facility, no further information regarding this event could be provided. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.